Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that the cause that contributed to the reported event cannot be established as the product is not available for analysis. Device history record review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. There is no objective evidence that the user did not properly handle or use the device according to the ams 700 instructions for use (IFU). The ams 700 IFU lists altered therapeutic response as potential adverse event associated with implant of this device. Investigation conclusion: based on the information available, a conclusion code of adverse event related to patient condition was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) left cylinder overlaps with the right cylinder about the middle of the penis, it seems like the cylinders were twisted the inside the penis and yet both tips are somehow still equal/mid-glans just on opposite sides from where they were originally placed. The patient has ehlers danlos syndrome which may have caused this. His doctor stated that since there is no pain, there is no need to replace the device but the patient would like to get this corrected.